Manufacturer narrative:
This report is being supplemented to provide additional information received on 01sep2021 from the customer. The customer is the medical assistant supervisor. The model of the scope is unknown. The issue has been resolved. The field service engineer (fse) confirmed the device was serviced and the gray connector was replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the grey connector in the endoscope reprocessor broke off in the basin and a spring was found in the basin as well. The customer reported they are no longer able to connect the connecting tube to this connector. The customer further reported they had been using the endoscope reprocessor with one scope since it was found broken. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿ olympus will continue to monitor the field performance of this device.